Manufacturer narrative:
E1 phone number: (B)(6). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a leak in the device was noted during the balloon test. The cannula was still placed in the 68-year-old patient because the cannula initially in place had already been removed. A removal and a new installation took place. An identical reference device from an unknown batch was used as a replacement. No clinical consequences were observed. This incident led to the procedure being repeated twice. The date of event is 10-jan-2024.